Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower glucose sensor scan results compared to unspecified glucose readings obtained on an unspecified device and it is unknown whether the customer noted a trend arrow on the device. The customer reportedly went through a stroke due to blood pressure and low glucose readings. The customer was unable to self-treat and visited the hospital where they were given insulin by a healthcare professional. There was no report of death or permanent impairment associated with this event.